Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) procedure. The transducer probe was inside the patients' esophagus at the time and the physician was waiting for the images. When the transducer was activated, it generated a usacquisitionhw_40 error. The user rebooted the ultrasound system but was unsuccessful in restoring functionality. The patient was reintubated with a new 2d tee transducer to repeat and complete the procedure a few hours after the initial attempt. There was no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the initial medical device report (MDR) submitted to the FDA on 12/20/17. The rationale for the retraction is per the filing of reportable adverse events (p/n 10031583), this complaint is not considered a reportable event. Z6ms system lock-ups are not reportable malfunctions. Reference: (B)(4).